Manufacturer narrative:
Integra has completed their internal investigation on 03/07/2016. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; there is a hole on the coating on the distal part of the tube. The insulated handle and the proximal part of the tube passed the electrical test. DHR review; no nonconformity for this lot. Complaints history; no complaint for this lot. Conclusion: the surgeon burn is likely due to a inadequate handling of the device. The most probable cause of the burn is an unexpected contact with the patient during coagulation that has led to an electrical arc between the connection zone of the device and the surgeon hand.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon was burned between the thumb and forefinger with the handle of the hook while using the device in fulguration mode. The injury is a first degree burn, recovering well with no treatment required. The device was in contact with the patient however no patient injury was reported. The surgery was completed with a replacement device (same cable) that functioned well with no surgery delay. The patient was at risk of injury because the electric current could have passed through the patient instead of the surgeon. The device has been used for several years in the hospital.